Event description:
Boston scientific received information that during a device replacement procedure, the setscrew was stuck and the torque wrench was broken. This implantable lead was pulled out of the device by force. The lead did not appear damaged, and lead measurements were normal. The lead remained implanted and was reconnected to the new competitor's device. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. This event will be reopened if additional information becomes available or if the device is returned for analysis.